Manufacturer narrative:
(B)(4). The product was discarded; therefore, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30240583m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, post ablation, during mapping, cardiac tamponade was noticed as the patient¿s blood pressure dropped. It was confirmed by intracardiac echocardiogram (ice) and echocardiogram (echo). Pericardiocentesis was performed to remove an unknown amount of fluid from the pericardium. The patient also required surgical intervention, as a cardiac window was performed. The patient was reported in stable condition. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Transseptal puncture was performed with a baylis regular curve transseptal needle. There was no evidence of a steam pop. The flow setting was at 8 ml or 15 ml. The visualization features that were used during the procedure were graph, dashboard, vector and visitag. Visitag parameters were range 3 mm, time 3 sec, force over time 25%, tag size 3 g and impedance color option. There were no error messages observed on biosense webster, inc. Equipment during the procedure.